Event description:
The ECG electrode was removed from pt. An area on lower left abdomen blistered where electrode was placed. Creamy, white yellow fluid in blister. Blister left open to air. The other two electrode sites were fine, no problems. Placement of left leg electrode was such that it was covered by pt's diaper.